Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the carina stopped working while in use on a patient. No injury has been reported.